Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported an insulin flow block alarm. Customer reported a blood glucose value of 318 mg/dl. Customer was treated with manual injection. The event involved product(s) mmt-1884l, mmt-332a, mmt-399at, and mmt-7040a. Troubleshooting was performed for high blood glucose. The customer was advised about product replacement. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and the customer's response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399at. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.